Event description:
It was reported that the patient had complications with bleeding with their pump incisions. (B)(4) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).